Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). See manufacturer report number 2032227-2015-72378.

Event description:
The customer reported via phone call that she went to change the reservoir and when unscrewing it from the insulin pump, she found the reservoir and reservoir compartment were wet with insulin. Customer stated that the reservoir was used but the barrel did not have any cracks or splits. Customer stated that the insulin pump did not have a button error alarm present in the history. The insulin pump passed the self-test. The customer also reported she received a low reservoir alert and she had about 40 units left on the insulin but. She also stated the insulin pump might not have been delivering insulin through the night but it did not alarm no delivery. Blood glucose value was 87 mg/dl. No troubleshooting done as the customer had changed the reservoir. The high pressure test was not done because the customer did not have a tubing clamp. The reservoir would be replaced and returned for analysis.